Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, successfully loaded cartridge, and resumed insulin delivery, and technical support advised customer to continue using pump and to call back if malfunction recurred, which customer acknowledged and understood.